Event description:
Medics were treating a pt (age and gender unk) who required defibrillation. They charged the unit to 360j and a "status 51" message appeared on the unit's monitor screen. They attempted to discharge the unit and a "status 107" message appeared on the unit's monitor screen. The pt subsequently expired. The complainant indicated that the alleged malfunction did not contribute to the pt outcome.

Manufacturer narrative:
Evaluation of the unit indicates that there was excessive damage to the interior of the unit. The damage included broken bosses and loose hardware.